Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 75 year-old male patient for pre-operative placement. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. The patient was additionally noted to be receiving vasopressors and inotropes for hemodynamic support. During support, a high purge pressure/purge system blocked alarm was reported after purge flow decreased to 2.7 ml/hour and purge pressure was noted to be increasing. Evaluation of the purge system revealed no visible tubing kinks. The purge cassette was exchanged; however, the event prompted initiation of tissue plasminogen activator (tpa) therapy per institutional protocol. Tissue plasminogen activator was administered as an off-label intervention to mitigate the impact of biomaterial within the motor. Following administration, the high purge pressure and reduced purge flow resolved. It was unknown whether the patient's activated clotting times were between 160 and 180 seconds around the time of the event. The patient remains on impella 5.5 support following resolution of the purge system issue, with no additional adverse events reported. While on support, the impella 5.5 device was operating at performance level 6 with expected flows of 3.9 liters per minute. The purge solution consisted of dextrose 5% in water with 25 meq/l sodium bicarbonate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.